Event description:
On (B)(6) 2010 - customer reported that during the injection the tubing separated; spraying contrast on the floor. The injection was completed via hand injection. There was no reported injury to the pt or staff. High pressure tubing: (B)(4) size: 6, psi setting: 600, psi achieved: 600.

Manufacturer narrative:
No sample was returned or expected to be returned for eval. The defect could not be confirmed visually or functionally since no samples were available for investigation. The device history record for final product was reviewed. There were no non-conformance reports during the mfg of this lot number. During the mfg of this lot, a pressure test was applied to all samples from process. This test consists of applying 1300 psi which is greater than the pressure used by the customer 75-1200 psi.